Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the battery cap on the insulin pump cannot be removed. The customer was able to remove the battery cap during the call but it was found to be damaged. Customer stated that numbers were scrolling without input during the bolus process. Blood glucose reading was 290 mg/dl. The customer stated that she went soccer conditioning in the morning and the insulin pump was exposed to sweat. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot. Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Numbers does not ramp up on its own or scroll bar moving with no input. No moisture damage electronic assembly.